Manufacturer narrative:
(B)(4). Batch # p56484. Date of event: month and day unknown; only year (2018) is known. Device evaluation: the analysis results found that the trt10 cartridge reload was received with the reload forks damaged, fully loaded with staples, and the swing tab was noted to be broken, making the reload nonfunctional. No functional test could be performed due the condition of the reload. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. Please refer to the "instruction for use" for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon tried to fire the device, the knife did not go forward. There were no patient consequences reported.